Manufacturer narrative:
A getinge field service engineer (fse) evaluated and inspected the iabp unit for blood intrusion, and no blood intrusion was observed. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that, there was an intra-aortic balloon (iab) rupture. No blood intrusion to the cardiosave intra-aortic balloon pump (iabp) was observed.